Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported lock up failure. Physio replaced the programmed system controller pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system controller pcb assembly and determined the cause of the reported incident to be a shorted ic chip, designator u61.

Event description:
Following a power on, it was reported that the device powers on/off by itself on ac or battery source. There was no pt use associated with the event.